Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection, the safety could not be released and the rectum was damaged. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor is used to use the device and always confirms that the orange indicator is within the green gap setting scale before releasing the safety.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and cut and the device was fully loaded with staples, indicating that the device had not been fired. It is possible that the anvil does not belong to the returned device. The device was tested for functionality with the returned anvil with a test washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. Event could not be duplicated as the safety worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.